Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. The involved device has not been made available for an investigation. The IFU specifically states "if an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode." The storz autocon iii 400 generator is equipped with an electrode contact quality monitoring system (easy - neutral electrode monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The use of a split electrode could have avoided the burn. We have requested addtional information several times but have not received any yet and have thus not been able to reach any further conclusions. When we will receive this information we will provide an update in a follow-up report.

Event description:
On (B)(6) 2017 an unknown electrosurgical procedure was performed at (B)(6) hospital in (B)(6). A non-monitoring dispersive electrode (model skintact wr01), a storz, mod. Autocon ii 400 205352 20 generator, and a monopolar endometrial resectoscope were used. It was reported "almost at the end of the procedure, the surgeon noticed a reduction in the intensity of the monopolar endometrial resectoscope. They analyzed all the electrosurgical equipment, both in terms of parameters and connections, and any faults were detected so the surgeon proceeded with the operation. Immediately after they noticed smoke and burning smell. They immediately stopped the procedure, they checked again the equipment and they noticed: around the edges of the neutral plate (still attached to the patient's thigh) there were two small burned areas; after removing the plate, in those areas there were two burns of 2 cm of length each. The patient was sedated for the entire duration of the procedure. Any alarms was activated (nor sound, nor lights). After the incident they immediately asked for a check of the electrosurgical generator, repeated also the day after, but any faults were detected." No information about the nature of the procedure, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us despite of repeated requests.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. The electrode involved in the incident was returned. It has been inspected visually but was not in a state suitable for any further testing. Its gel side was stuck to the outside of the paper pouch. It shows two burnt spot of 35 x 5 mm and 25 x 5 mm located on the left and right gel edge of the electrode when viewed from the gel side. The IFU specifically states "if an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode." The storz autocon iii 400 generator is equipped with an electrode contact quality monitoring system (easy - neutral electrode monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The use of a split electrode could have prevented the burns. We have requested additional information several times but have not received any yet. We have thus not been able to reach any further conclusions. As there is no chance to get additional information required for further analysis, we consider the investigation closed.

Event description:
On (B)(6) 2017 an unknown electrosurgical procedure was performed at (B)(6) hospital in (B)(6). A non-monitoring dispersive electrode (model skintact wr01), a storz, mod. Autocon ii 400 205352 20 generator, and a monopolar endometrial resectoscope were used. It was reported "almost at the end of the procedure, the surgeon noticed a reduction in the intensity of the monopolar endometrial resectoscope. They analyzed all the electrosurgical equipment, both in terms of parameters and connections, and any faults were detected so the surgeon proceeded with the operation. Immediately after they noticed smoke and burning smell. They stop immediately the procedure, they checked again the equipment and they noticed: around the edges of the neutral plate (still attached to the patient's thigh) there were two small burned areas; after removing the plate, in those areas there were two burns of 2 cm of length each. The patient was sedated for the entire duration of the procedure. Any alarms was activated (nor sound, nor lights). After the incident they immediately asked for a check of the electrosurgical generator, repeated also the day after, but any faults were detected." No information about the nature of the procedure, the power settings, the patient, how the skin was prepared and how the injury was treated have been disclosed to us despite of repeated requests.